Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge her ipg as recommended. A company representative met with the patient and was unable to establish communication between the ipg and any external devices. The ipg was deemed inoperable. Consequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective stimulation was restored following the procedure and the issue is resolved.